Event description:
Pt admitted with palpitations. Pt had been seen in primary care physician's office with EKG showing atrial fibrillation with rapid ventricular response and a demand atrial pacing that was ineffective. The pt was admitted to telemetry.